Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shock therapy was observed. Programming changes were made; no further shocks were seen. Patient was in stable condition.

Event description:
New information received indicated that the device was explanted and replaced. No complications reported.

Manufacturer narrative:
The reported inappropriate hv therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Information from technical services indicated that the device performed normally based on programmed settings.